Manufacturer narrative:
Originally it was reported in the 3500a initial, "manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer." However, the lot number was provided and it was provided in the 3500a initial report under d4. Lot. Therefore, correction to h6. Result codes and h6. Conclusion codes. Still pending is the manufacturing record evaluation (mre), h4. Device manufacture date and h4. Expiration date. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-000748952.

Manufacturer narrative:
Additional information was received on the event (B)(6) 2020. The male patient is 71 years old (80kg). The event occurred during use biosense webster products. The physician¿s causality opinion is procedure during transseptal phase. The patient¿s condition was improved. Transseptal was performed with an unspecified device. No steam pop was reported. No errors were reported on biosense webster equipment during the procedure. Therefore, populated a2. Patient age at the time of event; a2. Age unit; a3. Sex; a4. Weight of the patient and a4. Weight unit. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device g9142603 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Initial reporter phone: (B)(6). (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure with soundstar® eco diagnostic ultrasound catheter and suffered cardiac tamponade requiring surgical intervention. After bb [transseptal], blood pressure was dropped and cardiac tamponade was confirmed. After drainage, the patient was transported to surgery. Drainage blood is venous blood. After being transported to surgery, we confirmed perforation by soundstar® eco diagnostic ultrasound catheter on the left atrium (la) roof. When the soundstar® eco diagnostic ultrasound catheter was inserted into the la, the insertion using the sl0 (st. Jude) sheath was a workflow that the caller was not familiar with, so there is a possibility that it may have caused perforation. The physician¿s commented that there is no causal relationship with the product. After surgery, the patient has returned to sinus. Since pulmonary vein isolation (pvi) has not been completed, the patient will be treated with medication. Based on the provided information it seems that the perforation was caused during insertion of the soundstar® eco diagnostic ultrasound catheter into the left atrium. Thus the event is conservatively coded under the soundstar® eco diagnostic ultrasound catheter.